Event description:
The customer alleged that they were experiencing intermittent no audible alarm conditions. The nellcor puritan-bennett support engineer inspected the device and could not duplicate the alleged event. The nellcor puritan-bennett customer support engineer replaced the alarm assembly as a precaution. The unit passed extended self testing. It is not verified that the ventilator alarm malfunctioned, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.